Event description:
It was reported to boston scientific corporation that a wallflex esophageal partially covered stent was attempted to be removed from the esophagus of a patient on (B)(6) 2013 during a planned stent removal procedure. According to the complainant, on (B)(6) 2012, the patient underwent gastric bypass surgery. Subsequently, it was reported that a fistula had formed just proximal to the gastroesophageal (ge) junction due to the bypass surgery. On (B)(6) 2012, a wallflex esophageal partially covered stent was successfully implanted to cover the benign esophageal fistula. Reportedly, there was no associated stricture with the fistula and the patient's anatomy was not tortuous. On (B)(6) 2012, a second stent was implanted inside the first stent to alleviate epithelialization. On (B)(6) 2013, the second stent was successfully removed using rat tooth forceps. However, the first stent could not be removed. On (B)(6) 2013, another physician attempted to remove the stent; however it was unsuccessful. It was reported that the first stent had migrated. On (B)(6) 2013, the patient returned for a second surgery in which the surgeon treated the open fistula from the first bypass surgery. Furthermore, the stent was successfully removed during surgery. There were no patient complications as a result of this event. The patient was reported to be recovering well following the procedure.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However the complainant noted that the device was used prior to the expiration date. (B)(4) stent difficult to remove. (B)(4) stent migrated. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.